Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and silicone migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, silicone migration.

Event description:
Healthcare professional reported capsular contracture baker grade IV. As per ultrasound folds with visualization of free silicone peri-prosthesis throughout the breast surface. Right ductal dilatation of 3.8 mm, anechoic content, pure. The device remains implanted.